Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed. Visual examination of the unit showed a broken stress member flange. The cause of the broken flange was due to excessive force during the stuffing process at the automatic bladder stuffer capping machine. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
A customer reported to baxter (B)(4) an intermate where the fill port and the cap around the fill port were observed to be broken. The device was filled with antibiotic drugs. The alleged defect was observed during filling. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available at this time.